Manufacturer narrative:
Additional information was received from the complainant on december 07, 2025, clarified that the reported issue was the coil was detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a polaris loop ureteral stent was used in a transurethral cystoscopic laser lithotripsy procedure in the ureter. During the procedure, it was noticed that the stent got broken. The procedure was completed with another of the same device and there were no patient complications reported. Additional information received on december 07, 2025, clarified that, the coil was detached. Therefore, this is considered non reportable.

Event description:
It was reported that a polaris loop ureteral stent was used in a transurethral cystoscopic laser lithotripsy procedure in the ureter. During the procedure, it was noticed that the stent got broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.